Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On 04/07/2016 a medtronic representative, following-up at the site, reported checking the power connections from the ups to scu and found it to be correct. Re-seated all the cables going into the scu, confirmed they are correct. Downloaded the event log for psu and scu from the software of ndi toolbox configuration utility. Replaced the polaris spectra system control unit (scu). System performed as intended. Issue resolved. Return requested for suspect camera. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system positioning sensor unit (psu) connection was intermittent. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date provided.